Event description:
During a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. The patient presented with challenging anatomy, including an s-shaped femoral vein, requiring the use of multiple guidewires and dilators to achieve advancement. The faradrive sheath was introduced and positioned in the inferior vena cava. A versacross connect dilator was then advanced over the guidewire to perform the transseptal puncture. When the dilator reached the distal tip of the faradrive sheath, fluoroscopy revealed an abnormal deformation of the sheath tip. The physician attempted to gently retract and advance the dilator to determine whether the sheath tip would return to its expected shape. Upon further inspection, the distal black joint at the tip of the sheath was found to be damaged and broken. The sheath was replaced, and the procedure was completed successfully with another faradrive device. No patient complications occurred, and the patient recovered fully.